Event description:
It was reported that when using the bd pyxis¿ medbank tower, a patient was not found at the cabinet, and the user reported that patient identification was missing. The patient list only scrolled up to last names starting with ¿s,¿ and not all patients were displayed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) confirmed that the particular patient identification was present at the patient list and the cabinet and informed the customer that the cubex application homepage displays a maximum of 200 patients only. No issues found. The system functioned as intended after technical support specialist investigated the device.